Event description:
Account reported that a leakage occurred at the fill port due to a cracked fill port. Device contained 5fluorouacil. Reported condition occurred after fill as this unit was being dispensed to a pt. A nurse's arm was exposed to the solution, however, the nurse immediately washed off the fluid. A new unit was prepared and dispensed to pt. The reported event resulted in no injury to pt or clinician.